Event description:
The ge oec 2800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The source of the reported clicking sound could not be located. The ps4 power supply was found to be below the 5 v threshold and was adjusted to specification. System performance was assessed and found to be within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility as unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.